Event description:
It was reported to philips that the device displayed a "ll off" message when trying to perform 3-lead or 12-lead ECG measurements and a device error, service required message. There was no negative patient impact.

Manufacturer narrative:
(B)(4).